Manufacturer narrative:
B3 clarified: physician noted, "years". A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii+.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade 2+. The device remains implanted.

Manufacturer narrative:
Continued: a.4.: weight - 135.61 lbs. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Calcification: observed white calcification on the device. Crease folding of implant: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare reported left side capsular contracture "baker grade 2+" and calcification. Later physician reported "any creases". The device has been explanted.